Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that there was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt and the last successful recharging session was 1 to 2 months ago or roughly 6 weeks ago. Interrogating with the patient programmer (pp), the patient was seeing the poor communication with her pp. She noticed she was having an issue about 6 weeks ago. It was noted that the patient fell about 1.5-2 months ago. She fell on the device itself and had not been able to use the therapy since. She had not had the device checked since the fall but an appointment was scheduled in 12 days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information received reported that the patient had a couple of appointments with the doctor but had to cancel due to snow storms. She did not have any appointments set up in the near future. The patient asked follow up to be contacted in a couple of weeks. Further follow-up will be conducted. If additional information is received, a follow-up report will be sent.